Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Received via medwatch report number (B)(4).

Event description:
It was reported that a spectrum pump experienced under infusion, patient secondary IV medication was hung and programmed into baxter infusion pump according to medication administration guidelines. Pump alarmed that infusion was complete after expected amount of time and it was found to have over half the medication was still left in the bag. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.